Event description:
Medivators field clinical specialist noticed they were using rapicide unheated in their mv-2 automatic endoscope disinfector to reprocess endoscopes. Since rapicide is labeled to be used heated, there was potential for scopes to be inadequately disinfected. No pt adverse reactions, no infections have been reported or are being reported.